Event description:
It was originally reported on (B)(6) 2013 that a patient wanted her device to be ¿tuned up.¿ the patient may have wanted reprogramming. A little over a month later it was reported that the patient still needed her ¿therapy tune up.¿ about two and a half weeks later it was reported that the patient had a loss of therapeutic effect. The patient still had not found a health care provider (hcp) for reprogramming. The next day it was reported that the patient¿s symptoms were ¿like seizures.¿ there was no known accident or incident related to the event other than normal battery depletion. The patient stated that the device stopped working ¿about a month ago, the battery went out.¿ the patient mentioned that the manufacturer representative was going to check for hcps that could help her so she can be checked and replaced if needed. The patient expressed ¿some anxiety¿ to find a hcp quickly because she was ¿all over the place and it was like having seizures.¿

Event description:
It was reported that the patient "never had therapeutic effect". It was stated that the patient's symptoms are worse than before her replacement implant on (B)(6) 2013. It was reported that the patient "could not talk, or walk and was knocking things over". It was stated that the patient was "all over the place and had seizure like motions". It was reported that the patient had "no control of herself". It was stated that the doctor said that "it was probably anxiety causing the patient's symptoms". It was stated that the programmer is not compatible with the new implant.

Manufacturer narrative:
Concomitant products: product ID 64002, lot# n248386, implanted: (B)(6) 2012, product type adapter; product ID 7436, serial# (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type lead; product ID neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type lead; product ID 64002, lot# n248386, implanted: (B)(6) 2012, product type adapter. (B)(4).

Event description:
Additional information stated the patient was having their implantable neurostimulator (ins) replaced 2013-(B)(6). It was reported the ins had reached end of life (eol).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional review determined the following previously reported event was simultaneously reported in manufacturer report # 3007566237-2013-02843: "it was reported that the patient 'never had therapeutic effect.' It was stated that the patient's symptoms are worse than before her replacement implant on (B)(6) 2013. It was reported that the patient 'could not talk, or walk and was knocking things over.' It was stated that the patient was 'all over the place and had seizure like motions.' It was reported that the patient had 'no control of herself.' It was stated that the doctor said that 'it was probably anxiety causing the patient's symptoms.' It was stated that the programmer is not compatible with the new implant." Any additional information regarding this event will be reported via manufacturer report # 3007566237-2013-02843.